Event description:
It was reported by a physician that he noticed a whitish residue attached to the intraocular lens after implantation. The residue is causing the patient's visual acuity to decrease because of the formation of a white membrane on the lens. There is inflammation because of this. Further, the doctor reported trying to remove the white residue with yag but it did not work; date of the yag procedure was not provided. Concomitant products included balanced salt solution (alcon) and vistagel (vistek). The lens remains implanted to date. No further information was provided. This report represents the implant of the lens into the patient's right eye. A second MDR report is being provided for the lens implanted in the patient's left eye.

Manufacturer narrative:
(B)(4). Reason for non-evaluation: to date the intraocular lens remains implanted. Manufacturing records were reviewed and all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. Sterilization records were reviewed and no deviations were noted. The manufacturer's medical monitor reviewed the slit lamp photos provided by the surgeon. The findings noted clearly a fibrotic reaction localized to the anterior aspect of the lens. There did not appear to be a significant anterior chamber reaction; no hypopyon was noted. All pertinent information made available to abbott medical optics has been submitted. Placeholder.